Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30083656l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system (us catalog # fg540000, serial # (B)(4)). Smart ablate generator (us catalog # m490007, serial # (B)(4)). Smartablate pump (us catalog # m490008, serial # (B)(4)). Lasso® nav eco catheter (us catalog # d134901, lot # unknown). Soundstar® eco diagnostic ultrasound catheter (us catalog # 10438577, lot # unknown). Manufacturer¿s ref #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure when finished to ablate the left atrium (la), a steam pop occurred. There was a jump in the impedance value, the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 3500 cc of fluid from the pericardium. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a baylis transseptal needle. The smart ablate generator was used in power control mode. The parameters observed during the procedure included temperature of 21 degrees celsius, impedance of 102ohms and power of 43w. The power did not titrate during the ablation. The impedance cut-off values were not reached; therefore, the ablation continued. The impedance cut-off value was left at nominal smartablate setting. The user was able to manually stop the ablation by using the ¿stop¿ button. The catheter irrigation was set at 8-15 ml/min. The patient received anticoagulant (unspecified)during the procedure with an activated clotting time (act) of 300-350 seconds. The thermocool® smart touch® sf uni-directional navigation catheter was in close proximity to a lasso catheter during the case, and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu.